Event description:
Placed the visi-pro balloon expandable stent through the sheath to insert in the iliac. Inflated the balloon and noticed there was no stent on the balloon. The visi-pro stent was lodged in the sheath. Removed the sheath and began procedure again with another stent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.